Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received an appropriate shock during vf. The result of the shock was post-shock asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event.